Event description:
A caller reported an issue where bolus delivery occurred without request. There was no adverse impact to the customer¿s blood glucose level, as it was maintained within the normal range. To address the issue, the customer suspended use of the pump. Customer technical support (cts) arranged for a replacement pump and confirmed the shipping address. The customer was instructed to use multiple daily injections (mdi) as a backup therapy.